Event description:
Customer reported receiving inaccurate readings compared to a lab reading. Customer received readings of 78 mg/dl on his medisense optium blood glucose meter compared to a lab reading of 39 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The device has been returned and an investigation has determined the complaint is not confirmed. A reading of 79 mg/dl was found in the meter's internal memory log on the date the reported reading of 78 mg/dl was received. However, there were no out of range results obtained during control solution testing.